Event description:
It was reported that resistance was encountered while passing the iab through the introducer sheath. As a result of this, the assembly was removed. Under fluoroscopy, the pt's femoral artery had a "corkscrew" appearance. A second iab was placed without difficulty. There were no associated pt complications.